Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. This ICD remains in service. No further information is available from the field. No adverse patient effects were reported.